Event description:
After administering flu vaccine, needle safety device activated by pressing orange button, needle shot into air and both hub and needle mechanism broke into pieces. Pieces were able to be recovered and no one was hurt or hit by any of the pieces.